Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility was performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had no image when interacting with smaller scopes that have paddle adaptors, but images were captured using normal scopes. The issue was found at the beginning of an unspecified diagnostic procedure. The procedure was completed with a different set of equipment. There were no reports of patient harm.